Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed. The instrument was found to have a broken monopolar yaw pulley. The broken pieces were missing as a result of breakage. Size of missing pieces are approximately 0.062¿ x 0.101¿. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure the permanent cautery hook instrument malfunctioned and stopped working. It was bent and stiff. It was stuck and could not be pulled out through the trocar. The customer had to pull the trocar with the hook from the patient's abdomen. Tiny fragments were recovered. The procedure was completed.